Event description:
It was reported that during a superdimension case, the physician was trying to navigate the lesion when the monitor showed black and white "fuzz" instead of CT images. About 30 seconds after that, the screen started flashing and blinking and eventually the pc shutdown and restarted itself. Upon restarting and logging in, they encountered a "fatal error" message and the computer shut itself down and rebooted. It cycled itself this way 3-4 times before a hard shut down was performed and the pc was restarted manually. The same problem was encountered. At this point, the superdimension portion of the procedure was cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
On september 28, 2009, a superdimension service technician went to the site to check the system and reported that a component of the superdimension system, the console computer (pc), needed to be replaced. The computer was replaced and returned for analysis. The analysis determined that there was a component failure of the hard disk of the computer. The procedure is typically performed under local anesthesia. However, this event combines a suspected malfunction that rendered the system unavailable with a patient who was under general anesthesia. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. There was no injury to the patient.